Event description:
The contact stated he performed a control test with the customer's meter and received a low result. While troubleshooting, the contact performed 2 more control tests and both results were 51 mg/dl. The normal control range was 95-151 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.